Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the touchpad/screen of the pump no longer displays anything. The reported event was confirmed. The service evaluation revealed that the frontpanel is broken. Further the housing is corroded. Also the cpc connector is defective.

Event description:
It was reported that the touchpad/screen of the pump no longer displays anything. There was no harm for patient, operator or third party reported. No further information received.